Manufacturer narrative:
Concomitant medical products: zilver self expanding stent, proglide, 6f brite tip sheath. Complaint conclusion: as reported, the 6f/7f mynx control vascular closure device (vcd) was deployed into the common femoral artery (cfa) vessel, however, the balloon appeared to be caught on some calcium instead of the vessel wall; and, subsequently, the peg plug was deployed partly inside the vessel and partly outside it. The sealant was not dislodged from the arteriotomy. The device was used and performed as per the instructions for use (IFU). There was no fluoroscopy used during the deployment to confirm balloon position. Three days post procedure, the patient was returned to the unit due to pain in her leg. Upon re-admission, a subsequent CT scan showed what looked like a thrombus in the superior femoral artery (sfa). On closer inspection, it was deemed to be the peg plug from the mynx control that was against the wall of the vessel. The patient was treated with a non-cordis self-expanding stent (ses) to push the peg plug up against the vessel wall to restore distal blood flow. The event caused a clinically relevant increase in the duration of the procedure since a second procedure was required. The hospitalization was extended for one week. The patient is fine. The patient recovered after the mynx event. The intended procedure was popliteal angioplasty and stenting. The lesion was mildly calcified. The vessel tortuosity was little/none. The percentage of stenosis was at 50 percent. The device was not used for a chronic total occlusion (total occlusion >3 months). The deployer was a certified mynx user. The patient did not have any relevant medical history. A 6f brite tip sheath was used in conjunction with the mynx device. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was at the common femoral artery (cfa) (normal). There was presence of pvd / calcium in the vicinity of the puncture site. The device storage temperature did not exceed 25 °c. Button #1 was fully depressed. The balloon was fully deflated. Button #2 was fully depressed. The tension indicator was aligned with the markers on the side before attempting to deploy. The deployer did not fail to utilize the tension indicator/maintain tension on the catheter during depression of button #1. There were not multiple sheath exchanges. A procedural sheath that was greater than 7f was not used prior to introducing the mynx. There were two closure devices used in the patient. A non-cordis device was used to achieve hemostasis. The product was not returned for analysis. A product history record (phr) review of lot f1933602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control sealant inaccurate placement (intravascular)¿ and ¿occlusion¿ could not be confirmed as the device was not returned for analysis. An arterial occlusion is a known potential complication following an interventional peripheral procedure and is listed in the instructions for use (IFU) as such. An occlusion in the arteries distal to the closure site can be caused by dislodged plaque/thrombus, or it can be caused by the sealant being deployed intravascularly. Occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Based on the information available for review, it is not possible to determine what factors may have contributed to the intravascular deployment and subsequent occlusion since there was not report of sealant deployment issues. However, patient factors and handling factors are possible. The reported occlusion could not be confirmed as an image of the occlusion was not provided, and no determinations can be made. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ neither the phr review nor the information available for review suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Event description:
As reported, the 6f/7f mynxcontrol vascular closure device (vcd) was deployed into the common femoral artery (cfa) vessel, however, the balloon appeared to be caught on some calcium instead of the vessel wall; and, subsequently, the peg plug was deployed partly inside the vessel and partly outside it. The sealant was not dislodged from the arteriotomy. A non-cordis device was used to achieve hemostasis. The device was used and performed as per the instructions for use (IFU). There was no fluoroscopy used during the deployment to confirm balloon position. Three days post procedure, the patient was returned to the unit due to pain in her leg. Upon re-admission, a subsequent CT scan showed what looked like a thrombus in the superior femoral artery (sfa). On closer inspection, it was deemed to be the peg plug from the mynxcontrol that was against the wall of the vessel. The patient was treated with a non-cordis self-expanding stent (ses) to push the peg plug up against the vessel wall to restore distal blood flow. The event caused a clinically relevant increase in the duration of the procedure since a second procedure was required. The hospitalization was extended for one week. The patient is fine. The patient recovered after the mynx event. The intended procedure was popliteal angioplasty and stenting. The lesion was mildly calcified. The vessel tortuosity was little/none. The percentage of stenosis was at 50 percent. The device was not used for a chronic total occlusion (total occlusion >3 months). The deployer was a certified mynx user. The patient did not have any relevant medical history. A 6f brite tip sheath was used in conjunction with the mynx device. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was at the common femoral artery (cfa) (normal). There was presence of pvd / calcium in the vicinity of the puncture site. The device storage temperature did not exceed 25 °c. The button #1 was fully depressed. The balloon was fully deflated. The button #2 was fully depressed. The tension indicator was aligned with the markers on the side before attempting to deploy. The deployer did not fail to utilize the tension indicator/maintain tension on the catheter during depression of button #1. There were no multiple sheath exchanges. A procedural sheath that is greater than 7f was not used prior to introducing the mynx. There were two closure devices used in the patient. The device will not be returned for analysis as it was destroyed.